Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The end user stated that the head on the bed will not go up or down, the mattress is a little torn, and the foot section is cracked.